Event description:
Medtronic received information that orion catheter fractured close to the hub when trying to push synchro wire. The catheter was replaced and the procedure was concluded. The patient was not injured. The anatomy was reported to have been tortuous.

Manufacturer narrative:
The catheter was returned for evaluation in three segments. The combined three segments were found to be within specifications. The broken ends of the segments exhibited sharp and jagged edges. The inner tubing was found protruding from the proximal end of the distal segment. The distal segment was found to be bent in multiple locations from the proximal end. No other anomalies were observed. The initial reported information stated that one separation occurred distal to the hub. The cause of the other separations could not be determined as additional information was not provided. The broken end segments indicate that the catheter broke due to applying excessive force during manipulation of the device. However, the cause for these damages could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).